Event description:
It was reported that the patient passed away on (B)(6) 2021 due to anaphylaxis from vancomycin. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported anaphylaxis and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. Review of the device history records showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU, rev. C is currently available. The IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook, rev. D provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.